Event description:
The female patient received a 2.75 x 18mm cypher select plus stent in a bypass graft in early 2007. On approx nine and a half months later, the patient had complained of recurrent angina. Patient was hospitalized with a non q-wave mi. Angiography revealed 90% in-stent restenosis in the previously implanted cypher stent. The lesion was treated with balloon dilatation.

Manufacturer narrative:
This device is distributed outside the united states ; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.